Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports the dialysis catheter was inserted, and began to leak one hour later during dialysis, from where the hub meets the extension. The catheter needed to be removed and replaced.